Event description:
Caller reported nano system blood glucose results of 193 mg/dl and 545 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 162 mg/dl and 419 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.